Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was difficult to disassemble and had noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had heat. The assignable root cause was determined to be traced to component failure from normal wear and user error. Concomitant med products and therapy dates: drill bit device (B)(6), 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the radiolucent drive device was heating up, the coupling and seal were worn, the device had component damage and rotated on its own when connected to a compact air drive device before it was secured properly in hand. It was reported that after holding the radiolucent drive by hand, the rotation stopped immediately and forwarded the handpiece movement to the cutting tool coupling. It was further determined that the device failed pretest for check the tool coupling. It was noted in the service order that during an open reduction internal fixation surgery, it was observed that the during insertion of the distal screw, the radiolucent drive device made an unusual noise and the cutter device did not rotate even while the radiolucent drive device rotated. It was reported that the procedure was successfully completed without the radiolucent drive device within a thirty minute delay. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.